Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred during a routine hemodialysis treatment. The operator ended treatment without performing rinseback due to clotting of the extracorporeal blood circuit, resulting in an estimated blood loss of 190cc. A recent change in heparin dosing was reported. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to clotting of the circuit. The cycler alarmed appropriately in response to the circuit clotting. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.